Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed and went off. The blood glucose reading was 300 mg/dl. The customer stated that his wife took the battery out of the insulin pump. He noted that he had lost all the information on the device because she had left the battery out. The customer did not use the insulin pump for 3 or 4 months because he could not remember his settings and had not been to the doctor for some time. Advised the customer to call back once he had retrieved settings from his doctor for further assistance programming the insulin pump. Nothing further reported.